Event description:
Patient admitted with signs and symptoms of sepsis. Diagnosis: necrotizing fasciitis prognosis extremely poor with or without surgical intervention. Patient and family requested dnr status 10/13/02. Pt went to ICU post-op on vent. Three hours later vent alarm sounded decreased tidal volume, and paitent subsequently expired. During post mortem care, et tube removed. Attempted to inflate cuff, would not hold air. Device was discarded at that time.